Event description:
Doctor reported that during an acl reconstruction procedure, a complication occurrerd in the form of breaking of the drill tip during transtibial reaming of the femoral canal. The introperatively broken drill tips were impacted in the cancellous bone in the upper portion of the femoral canal. He managed to dissect and remove two fragments of the drill. One fragment was translocated proximally along the femoral canal and was located under the periosteum, at the site of endobutton plate introduction. X-ray scope revealed that the drill fragment was located in the area of the plate. No tendency toward its translocation was observed. The remaining stages of the procedure were without complications.

Manufacturer narrative:
Device is being returned for investigation. Once complete, a follow-up report will be submitted with evaluation results.